Manufacturer narrative:
Evaluation summary: compatibility was verified with no issues noted. Primary operative notes confirm excellent range of motion and stability. It is unk if the cement was allowed to cure with the knee in full extension. Review of the returned radiographs does not indicate root cause. Alignment cannot be assessed due to the angle at which the ap view radiograph was captured. A definitive root cause cannot be ascertained at this time. Evaluation: device history records were reviewed and found to be conforming. Dimensions were within specification who measured. Visual examination of the returned articular surface revealed pitting and linear striations that translate in the direction of articulation. This is consistent with the presence of particulates in the joint during articulation. Visual examination of the returned tibial component revealed scratches and wear in a rotational pattern on the underside that are consistent with micromotion at the cement/implant interface. No cement was identified on the tibial components.

Event description:
It is reported that the pt was revised due to pain and loosening of the tibial component.